Event description:
A report was received that a pt had a pocket revision due to charging difficulties. The pt's ipg was not flush with the skin causing the reported charging issues. The physician relocated the pt's implant site laterally and repositioned the ipg to be flush with the pt's skin. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.